Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer's blood glucose level was over 400 mg/dl and 394 mg/dl at the time of incident and the current blood glucose level was 500 mg/dl. The customer was treated with insulin drip for high blood glucose level. Customer did not report any symptoms leading to high blood glucose event. It was not mentioned whether the auto mode was active at the time of the incident. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.